Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with degenerative disc disease, disc injury, discogenic back pain, disc herniation, left sciatica l5-s1 and underwent the following procedures: circumferential fusions, specifically lumbar foraminotomy with removal of some element of disc material at l5-s1 on the left side with a generous foraminal decompression. Posterior lateral fusion, l5-s1. Pedicle screw fixation to l5-s1. Harvesting of bone marrow through a instrumentation from the iliac crest. As per-op notes, ¿ bmp soaked sponges supplemented with allograft and tricalcium phosphate mixed with bone marrow obtained through the posterior iliac crest was packed into the facet area in the region of the fusion.¿ the patient was brought into the recovery room in stable condition. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.